Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that using a brachial artery access approach, during a procedure of the renal artery the 6 fr non-abbott guide catheter was advanced and the balance middleweight (bmw) guide wire was advanced through the target lesion. During advancement, resistance was met while torquing the guide wire. The bmw was removed from the anatomy without resistance; however, the tip had separated in the guide catheter. The guide catheter was removed with the wire fragment inside. A different guide catheter and bmw guide wire were used in the procedure and the 5.0 x 15 mm non-abbott renal stent was successfully implanted in the lesion at 12 bar for 40 seconds without reported issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. The difficult to position could not be replicated in a testing environment due to the condition of the returned device. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. Six unused devices with the same part and lot number were returned for evaluation. Analysis showed the unused returned devices with no damage noted and all dimensional and functional testing met manufacturing criteria. In summary, the unused returned devices did not show any indication of deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported for difficult to position or separation from this lot. Based on the reviewed information, no product deficiency was identified.